Event description:
Customer reported they were unable to use their locked freestyle flash meter as the display screen had frozen. The meter was returned and during the course of the investigation it was discovered the meter had suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. Uom was selectable and was received at mg/dl. Errors 015, 0204, 0300, 0800 and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.